Event description:
Customer reported updating their personal profile settings, including sleep schedules, which resulted in low blood glucose levels in the low 50s mg/dl. Customer addressed this by consuming carbohydrates, and no assistance from a third party was needed. Customer service assisted with updating the carbohydrate ratio setting and advised checking with a healthcare professional when making setting changes.